Manufacturer narrative:
Retainer ring: missing. The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a keypad overlay peeling, a broken reservoir tube lip, a missing retainer, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked from the back of the battery compartment through the cartridge of the reservoir and in front of the insulin pump. Customer stated that the location of damage was back, front, and cartridge. No harm requiring medical intervention was reported. The device will be returned for analysis.